Event description:
It was reported that a flo-gard infusion pump presented an unspecified alarm. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery test, and a review of the alarm log were performed. The f-38 alarm was identified during the functional test. The cause of the condition was determined to be damaged force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.